Event description:
It was reported that the patients leads had migrated and showed high impedances during a reprogramming session. The patient was feeling a stronger stimulation on the right after the reprogramming session. The patient was also experiencing inadequate stimulation. The physician suspected issues were due to a broken lead wire as a result from a multiple non device related fall. Additional information was received that the patient was charging the ipg more frequently. The patient underwent a complete system replacement procedure. During the procedure the physician noted that the lead wires were exposed near the bifurcation on one of the leads. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: (B)(6) model: sc-1160 serial: (B)(6) batch: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5079383

Event description:
It was reported that the patients leads had migrated and showed high impedances during a reprogramming session. The patient was feeling a stronger stimulation on the right after the reprogramming session. The patient was also experiencing inadequate stimulation. The physician suspected issues were due to a broken lead wire as a result from a multiple non device related fall.